Manufacturer narrative:
Patient information was requested but it is not was available at the facility.

Event description:
It was reported that nrg transeptal needle was selected for use. During procedure, it was inserted into the non-boston scientific sheath, and transseptal puncture was performed; however, it did not penetrate. The sheath was slightly bent to increase tenting, but penetration was still not achieved. After fourth energization attempts was made, the cable was replaced, but there was no improvement. The issue was suspected to be device-related, so the product was replaced. After that, the left atrium was successfully reached with a single energization. The right atrium was slightly enlarged; however, no particularly notable anatomical challenges were identified. The procedure was completed successfully by using different device, same model. No patient complication was reported.